Event description:
It was reported that the device was used during a right hepatic lobectomy, there was a non-stapled section at the center of the anastomosis and a small gap in the middle of the staple line. Repaired with 5-0 prolene suture. There was no consequence to the pt.